Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated twice during the event. The patient was in the hospital at the time of the event. At 02:08:34 the patient degraded to asystole. At 02:22:50 the patient transitioned to a sinus rhythm (90 bpm). The lifevest delivered a treatment at 02:23:26. Multiple counting of tall t-waves contributed to the false detection. The patient remained in a sinus rhythm following the treatment. The lifevest was shutdown at 02:24:27. The lifevest was powered back on at 07:50:59. At 08:34:09 the patient again degraded to asystole. The lifevest delivered one treatment at 08:37:12 during asystole. The post-shock rhythm was an idioventricular rhythm (40 bpm). The lifevest was shutdown at 08:37:35. The exact time of death is not known. It was reported that the patient's family signed a dnr order during the event.